Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a lobectomy procedure the device fired an incomplete staple line. The site used a new instrument to complete the procedure. There was no patient consequence.